Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was received and investigated. The reported inability to remove the gripper line was confirmed as the gripper line was caught on one of the frictional elements (fe) of the clip. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability to remove the gripper line was due to the gripper line becoming caught in a fe; however, the cause of the gripper line becoming caught in the fe could not be definitively determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper line that was unable to be removed. It was reported that this was a mitraclip procedure to treat grade 3-4 mixed mitral regurgitation (mr). The clip delivery system (cds) was advanced to the leaflet and when it was ready to be deployed, the gripper line would not move. Troubleshooting was performed, but there was no change, so the leaflet grasp was released and the undeployed cds was removed from the anatomy. A new clip was implanted successfully reducing mr to grade 1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.